Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead with the lead tip measuring 46.4cm was returned. Externalized conductors due to external insulation abrasion were noted at 39.7-42.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was abraded at this location.

Event description:
It was reported that patient presented for normal device change out and elective removal of the lead. Upon explant, an insulation abrasion was noted on the lead in the pocket region. The lead was explanted and replaced.